Manufacturer narrative:
Consumer stated they experienced a broken tooth. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer stated they experieneced a broken tooth when using the essence+ power toothbrush.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.